Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced hyperglycemia with blood glucose level of 400 mg/dl. Customer was declined troubleshooting for high blood glucose level. Customer was treated with injections for high blood glucose level. It was unknown if the insulin pump was on auto mode. The device will not be returned for analysis.